Event description:
It was reported to medtronic minimed that the customer reported the differences in the sensor glucose vs blood glucose values. The sensor glucose was¿ 198 mg/dl, and the blood glucose value was 101 mg/dl which was outside of the acceptable range. The sensor glucose and blood glucose difference is 97 mg/dl. The customer reported no adverse event. The event involved product(s) mmt-7040c8. Troubleshooting was performed and the insulin delivery was not suspended due to sensor glucose vs blood glucose reading difference. The customer was not taking any medications such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). Explained sensor may have no longer been responding to glucose changes. The customer was advised to wait at least an hour and if blood glucose is stable to calibrate. Advised customer to monitor and change sensor if issue persists. No harm requiring medical intervention was reported. No product return is required for mmt-7040c8.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.